Manufacturer narrative:
(B)(4)

Event description:
It was reported that "guidewire are kinked during the diagnostic". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "doing well".